Event description:
The account alleges that the head of the bed raises and lowers unintentionally.

Manufacturer narrative:
The technician determined that the pt pendant was causing the unintentional movement of the head functions. The technician replaced the pt pendant, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.